Manufacturer narrative:
Device passed the self test and the off no power test. The operating currents were within specification. Device received with stuck motor error alarm loop during bolus/basal delivery, failed the displacement test, and then after the displacement test had constant motor error alarm during the rewind test due to motor encoder signal out of phase. No e70 alarm noted in the alarm history screen. Unable to perform a21 error test, basic occlusion test, prime/a33 test, occlusion test, excessive no delivery test and the delivery accuracy test due to motor error alarms. No burnt case noted. Device had a stained end cap sticker, broken battery cap, broken battery tube threads, cracked case at the display window corner, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump motor error alarm. Customer stated that the insulin pump had motor exposition encoder alarm. Customer stated that the insulin pump was exposed to magnetic resonance image. Customer was not able to clear alarm. Customer stated that battery cap was broken. The insulin pump was turned off. Customer stated that the insulin pump had burned side and broken battery the customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.